Manufacturer narrative:
The insulin pump alarmed button error due to corroded on keypad trace. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The buttons are not working. Customer is unable to use it and wants it replaced. Customer's blood glucose was unknown.